Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tlc55 staples would not deliver with tcr55 reload. Another instrument was used to complete the case. There was no consequence to the pt. The tcr55 is not available for analysis.